Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. The reporter alleged that the display was cracked. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: there was no visible damage observed on the display and no evidence of moisture observed behind the display lens. A leak test was performed and no leaks were found. The pump case was removed and no moisture was found inside the pump. The complaint that the display was cracked and that there was moisture behind the display was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.